Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level went up to 400 mg/dl which was treated with insulin pump. Customer's current blood glucose value was 263 mg/dl. Customer stated they received insulin, but seems did not receive and gave more insulin. Trouble shooting was performed. Customer did not report symptoms of high blood glucose. Customer was using the insulin pump system within 48 hours of reported event. Auto mode feature was not active at the time of incident. Insulin pump had passed the high pressure test. Customer had noticed air bubble during therapy in the tubing. The insulin pump will not be returned for analysis.